Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture a few hours after its implant. The rv lead was later confirmed to have dislodged via fluoroscopy. A revision procedure was performed wherein the lead was successfully repositioned. This lead remains in service. No adverse patient effects were reported.